Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) screen is white and showing lines going through it. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the liquid crystal display (lcd) issue. The rse advised that the customer order a user interface (ui) assembly w/out navigation ring (nav-ring) to resolve the issue. In a good faith effort (gfe) response, the customer confirmed that the replacement ui assembly had been ordered but was on backorder. As a troubleshooting step, the customer stated that they had temporarily installed a known good working ui assembly from another device to confirm it would resolve the issue. Until the ordered replacement ui assembly is delivered, the device remains out of service. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort response from the customer received, it was confirmed that a replacement user interface (ui) assembly w/out nav-ring had been received and installed into the device. The customer also confirmed that, following the part replacement, the device was functional and running again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, the customer stated that they temporarily replaced the faulty ui assembly installed in the ventilator with a known good working ui assembly from another device, and the issue was seen to have resolved. Replacement of the ui assembly w/out navigation ring was stated to be pending delivery of the part, and the device remains out of service. The investigation is ongoing.